Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they recently experienced a blood glucose level of 30 mg/dl, which was treated with food and soda. Blood glucose level at the time of the call was 50 mg/dl. Customer stated that the low blood glucose level was due to the insulin pump resetting basal rates on its own and delivering too much insulin. Troubleshooting was not completed. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self- test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. Pump was programmed with multiple basal rates and bolus deliveries and all registered properly in the daily total history noted. No basal rate anomaly or bolus delivery anomaly noted. The insulin pump was monitored and basal rate did not increase to 35 units per hour by itself noted. The insulin pump passed the delivery accuracy test. No cosmetic damage was noted.